Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, scratches on the reservoir tube window, cracks on the reservoir tube lip, and cracks on the battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 205 mg/dl. The customer reported multiple no delivery alarms from the insulin pump during bolus. Troubleshooting was not done. The customer reported that there was a leak on the reservoir of the insulin pump. It was reported that insulin was visible on the reservoir compartment of the insulin pump. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.